Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire/fdw selection incorrect. Date of occurrence is estimated as (B)(6) 2018. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unspecified emboshield nav6 embolic protection device was used with a non-abbott guide wire instead of the bare wire provided. During removal, the filter disconnected from the non-abbott guide wire and was noted to be in healthy tissue. Therefore, a non-abbott catheter was used to crush the filter and embed it in the healthy tissue. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the lot history record of the reported lot could not be performed since the part and lot numbers were not provided. It should be noted that emboshield nav6 embolic protection system electronic instruction for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported difficulties appear to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.